Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue.

Event description:
It was reported that the right ventricular lead was oversensing t waves during bi-ventricular pacing, but not during left-ventricular-only pacing. This also increased the sensing integrity counter as the ventricular ectopic beats were oversensed. The lead was reprogrammed, which resolved the oversensing, however there was diminished r wave sensing. It was also reported that the right atrial lead had intermittent oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.